Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, alopecia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: mirena from 2008 to 2013. Concurrent conditions included fibromyalgia, hyperlipidemia, hypertension, hypothyroidism and bloating. Family history included ovarian cancer. Concomitant products included amitriptyline since 2014 for disorder sleep, levothyroxine since 1993 for disorder thyroid as well as colecalciferol (cholecalciferol) since 2019, colecalciferol (vitamin d3) since 2017, hydrocodone in 2013 and ibuprofen in 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems - depression"), abdominal pain upper ("stomach pain/ upper abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation (B)(6) 2013 and laparoscopic bilateral salpingectomy, hysterectomy partial). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, fatigue, nausea, vaginal discharge, abdominal pain upper and vulvovaginal pain had resolved and the genital haemorrhage, abdominal pain lower, alopecia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, psych injury, fatigue and nausea. Patient was placed on antibiotics for possible endometritis that did initially help with the pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression, stomach pain, vaginal pain. Outcome of events fatigue, nausea, abnormal bleeding, pain, vaginal discharge from unknown to recovered/resolved were updated. Lot number and reporters information were added. Concomitant conditions and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy partial). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, abdominal pain lower, alopecia, dyspareunia, menorrhagia, psychological trauma, fatigue, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, psych injury, fatigue and nausea. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Following events were added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, fatigue, nausea, vaginal discharge and she did not underwent essure confirmation test. Outcome of the event pelvic pain was changed from unknown to recovered. Reporter information was updated. Date of implant updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: mirena from 2008 to 2013. Concurrent conditions included fibromyalgia, hyperlipidemia, hypertension, hypothyroidism and bloating. Family history included ovarian cancer. Concomitant products included amitriptyline since 2014 for disorder sleep, levothyroxine since 1993 for disorder thyroid as well as cholecalciferol (cholecalciferol) since 2019, cholecalciferol (vitamin d3) since 2017, hydrocodone in 2013 and ibuprofen in 2013. In june 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems - depression"), abdominal pain upper ("stomach pain/ upper abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (abaltion (B)(6)2013 and laparoscopic bilateral salpingectomy, hysterectomy partial). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, fatigue, nausea, vaginal discharge, abdominal pain upper and vulvovaginal pain had resolved and the genital haemorrhage, abdominal pain lower, alopecia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, psych injury, fatigue and nausea. Patient was placed on antibiotics for possible endometritis that did initially help with the pain. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.